Event description:
It was reported that the procedure was aborted. The patient presented with iliac vein compression syndrome. The 85% stenosed target lesion was located in the non-calcified and moderately tortuous iliac vein. A 14x60/9fr wallstent endoprosthesis was advanced for treatment, but it was found that the stent was not positioned accurately inside the patient for the first time. When the physician recaptured and re-deployed it, the stent could not be fully deployed. The stent was reconstrained prior removal of the device. The procedure was aborted and will be done at a later date. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : a wallstent uni plus device was received for analysis. The stent was returned in the correct position on the delivery system. The investigator successfully deployed the stent with any issues. A visual examination identified no issues or damage to the deployed stent. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found no issues with the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the procedure was aborted. The patient presented with iliac vein compression syndrome. The 85% stenosed target lesion was located in the non-calcified and moderately tortuous iliac vein. A 14x60/9fr wallstent endoprosthesis was advanced for treatment, but it was found that the stent was not positioned accurately inside the patient for the first time. When the physician recaptured and re-deployed it, the stent could not be fully deployed. The stent was reconstrained prior removal of the device. The procedure was aborted and will be done at a later date. There were no patient complications reported and the patient status was stable.